Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle came loose from the suture. There were no adverse patient consequences reported. No additional information was provided.